Event description:
Patient ID: (B)(6). It was reported that on (B)(6)2018 the patient underwent the mitraclip procedure. On 11/6/2018 the patient's right leg was swollen due to bleeding and a hematoma on the right thigh. Medication was adjusted and the condition resolved on (B)(6)2019 . Subsequent to the previously filed report, additional information was received that the hematoma was related to the mitraclip access site. It is also possible that the hematoma is related to the marcumar (anti-coagulant) medication. Treatment for the hematoma/right leg swelling was heparin cream, iron tablets and folic acid tablets. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for reported hematoma and hemorrhage could not be determined in this incident. The reported patient effects of hematoma and hemorrhage as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient effects that may be related to the steerable guide catheter access site. Patient ID: (B)(6). It was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure. On (B)(6) 2018 the patient's right leg was swollen due to bleeding and a hematoma on the right thigh. Medication was adjusted and the condition resolved on (B)(6) 2019. No additional information was provided.